Event description:
Info was received that the 54 cm bipolar myocardial pacing lead was part of a system revision due to infection. The info indicated that there was not enough slack on the leads so they became dislodged, then the chest wall became infected. The product was explanted.

Manufacturer narrative:
Na